Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding after a battery change. The customer changed the battery again and the keypad started working but the buttons are still very hard to press. Blood glucose value was 22 mmol/l. Customer was advised to go to the hospital to replace the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.